Event description:
A temperature alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully cleared the alarm and resumed insulin delivery and was advised to monitor the situation and call back if the issue recurs.